Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pain/ pain") in a female patient who had essure (batch no. 627752) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower, endometriosis, adenomyosis and chronic cervicitis. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced arthralgia ("hip area pain"). The patient was treated with surgery (she had laparoscopic assisted vaginal hysterectomy, bilateral salpingectomies, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and arthralgia was resolving and the dyspareunia outcome was unknown. The reporter considered arthralgia, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs. New reporter added. Patient¿s demographics added. Lot number added. New events added: dyspareunia (painful sexual intercourse), fatigue, hip area pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pain/ pain") in a female patient who had essure (batch no. 627752) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain lower, endometriosis, adenomyosis and chronic cervicitis. In january 2010, the patient had essure inserted. In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced arthralgia ("hip area pain"). The patient was treated with surgery (she had laparoscopic assisted vaginal hysterectomy, bilateral salpingectomies, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and arthralgia was resolving and the dyspareunia outcome was unknown. The reporter considered arthralgia, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Concerning the injuries reported in this case, the following one were described in patient's medical records: confirms pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.